Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: this event is exempted from reporting in hong kong according to the below exemption rule: adverse events described in an advisory notice previously sent to users, and where no serious injuries or deaths have occurred.